Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by our affiliates in (B)(6), balloon aortic valvuloplasty (bav) was done prior to the insertion of the 29mm sapien 3 valve by tf approach in aortic position. Bav was done. Valve alignment was done in the descending aorta without problems and aligned correctly onto the balloon. The valve was positioned in the annulus without problems. Valve deployment started but with uneven expansion. The balloon opened 60% on the ventricle side and no inflation on the aortic side, and the valve was pushed towards the aorta. The valve was then placed in the descending aorta and stented with an andra stent. A second valve was then implanted without issues. As per images received, it seems the valve was not centered between the markers prior to inflation.

Manufacturer narrative:
The device was not returned for evaluation as it was discarded by the site. A photo from site was provided showing the valve not centered between the markers prior to inflation. A review of lot history for the related work order revealed no other complaints. A device history records (DHR) review did not reveal any issues that would have contributed to the complaint event. A review of complaint data revealed that the complaint rate did not exceed the june 2019 control limit for the trend category. Complaint history data for the previous 12 months ((B)(6) 2018 through (B)(6) 2019) was reviewed for the commander delivery system (all models and sizes). Review of these complaints identified patient/procedural factors as potential root causes for this issue. The investigation and associated risks were documented by edwards lifesciences in a product risk assessment (pra). Additionally, a CAPA was previously initiated to document the investigation and drive corrective/preventive action as appropriate. Based on the available information we can speculate that the root cause of the reported complaint is related. During manufacturing, multiple 100% visual inspections and tests are performed throughout the process. Additionally, the work order underwent product verification testing as a requirement for lot release. Lot samples were taken for testing. Of note, no failures occurred during product verification testing and the lot was released. These inspections and tests during the manufacturing process support that it is unlikely that a non-conformance contributed to the reported complaint. Delivery system IFU, device preparation manual, and procedural training manual were reviewed for instructions or guidance for proper use of the commander delivery system. Based on the review of the IFU and training manual, no deficiencies were identified. The complaint for was confirmed based on imagery provided by the site. Due to the unavailability of the device, engineering was unable to perform any visual, functional, or dimensional analysis. As a result, presence of a manufacturing non-conformance was unable to be determined. However, a review of the DHR, lot history, complaint history, and manufacturing mitigations did not provide any indication that a manufacturing non-conformance would have contributed to the complaint event. Additionally, a review of the IFU and training manual revealed no deficiencies. A review of complaint history suggests that patient or procedural factors may have contributed to the reported valve movement on balloon. A product risk assessment (pra) was previously done to investigate and document the valve movement on balloon issue and its associated risks. In the pra, build-up of tension within the delivery system during the procedure (e.g. Via valve alignment in a non-straight section, torqueing of the system, patient tortuosity, etc.) Was identified as a possible cause of valve movement on balloon. The subsequent release in tension from flex tip retraction could then have contributed to the observed valve movement. Performing valve alignment at a bend or angle (such as in a non-straight section of the aorta) can cause the thv to unseat (non-coaxial placement of valve in relation to the flex tip) from the flex tip during alignment and ¿dive¿ into the lumen of the flex tip, where part of the crimped valve slides into the flex tip lumen. If the thv is unseated during alignment, it can result in higher than usual valve alignment forces, and can create tension in the system in order to achieve final alignment position. Under simulated conditions (simulated tortuous anatomy), a previously performed engineering study was able to recreate high valve alignment forces. In addition, residual volume left in the balloon may also contribute to increased forces during valve alignment. This was recreated in a previously performed engineering study as well. Since the photo provided by the site shows the valve already not centered between the alignment markers, based on the available information, it is not known when the actual valve movement on balloon occurred. Although the complaint site reported that there was no tension experienced, procedural imagery of valve alignment was not provided and as such could not be assessed for signs of high alignment forces/build-up of tension. It is possible that some tension could have built up in the delivery system during valve alignment without being noticed by the operator and that the tension was further compounded as the delivery system was advanced to the annulus. Additionally, although there was no provided information indicating tortuosity in the access vessels, imagery and characterization of the descending aorta (where valve alignment would have been performed) was not provided. As such, it is possible that valve alignment could have been performed at a bend, contributing to high alignment forces and tension as described above. Multiple patient/procedural factors could also have contributed to the valve movement on balloon during retraction of the flex tip. Residual fluid left in balloon prior to valve alignment and deployment can cause the distal end of the balloon to expand, therefore displacing the valve proximally once the flex tip is retracted to the triple marker band (and no longer in contact with the valve). Incomplete valve alignment/fine adjustment of the valve on the balloon while in the straight section of the aorta would result in the valve appearing to not be not properly aligned once changing views to visualize the native annulus. Non-perpendicular viewing angle while performing the valve alignment would be most likely a contributing factor to this scenario. Based on the available information, patient (tortuosity) and/or procedural (valve alignment in a non-straight section, torqueing of the system, residual fluid left in balloon after prep) factors may have contributed to the complaint event. A review of edwards lifesciences risk management documentation was performed for this case.  The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time.  The complaint was confirmed based on imagery provided by the site. Due to the unavailability of the device, it cannot be determined if a manufacturing nonconformance contributed to the reported event. A definite root cause was unable to be determined. However, it is possible that patient factors (tortuosity) and/or procedural (valve alignment in a non-straight section, torqueing of the system, residual fluid left in balloon after prep) factors contributed to the complaint event. Review of complaint history revealed that the occurrence rate for the trend category did not exceed the monthly control limit and no labeling or IFU/training inadequacies were identified. As such, neither pra escalation nor corrective actions are required at this time. However, a pra was previously done and a CAPA previously initiated to document the investigation and drive corrective/preventive actions as appropriate.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.